Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/16/2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed under local general anesthesia on an unknown date. Additionally, fiducial markers were placed transperineally. Following the spaceoar placement, the magnetic resonance images (MRI) were reviewed, and on the sagittal slice, there is a noticeable deep indentation of the spaceoar towards the lumen. However, it is not definitively within the lumen itself. The axial view revealed a displacement of the hydrogel from the 9' o clock to the 12 o' clock position. It is consistently located beneath the serosa throughout the entire length of the rectum. Upon closer inspection, especially in the region where the hydrogel appears deeply embedded in the rectal wall on the sagittal view, the axial perspective suggests that the gel has moved under the muscularis and is in close proximity to the mucosa. However, it remains uncertain whether the gel has penetrated the mucosa. It was noted that the area of potential penetration is relatively small. No patient symptoms were reported as a result of this event. The plan is to treat the patient with stereotactic body radiation therapy (sbrt).